Event description:
It was reported that patient underwent primary hip arthroplasty on (B)(6) 2013. Subsequently, the patient had a fracture of the less trochanter causing the stem to be unstable and painful. Revision procedure was performed on (B)(6), 2013 due to bone fracture.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.